Manufacturer narrative:
Other, other text: device evaluation: we received three photos and one device for investigation. The photos showed damaged tube in the complaint sample. Visual inspection performed it was possible to detect damage on the corrugated tube, which caused the leaking failure mode. Damaged tube was detected in the visual inspection, complaint was confirmed. This failure mode has been caused due to damage or wear in the corrugation forming block. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the product was discontinued use due to burrs on the connection, which prevented proper connection.